Event description:
A customer reported observing a ferritin result associated with the wrong pt name. The results were not reported. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.